Event description:
Pca pump appeared to deliver a higher dose of a narcotic than what the pump was programmed for. The rn programed the pump per orders, had another rn double check her settings and started the infusion. She was alerted by a colleague that the pca syringe was empty/pump beeping well before it should be. She did a direct observation on the settings, which were correct, but appears the pump delivered a higher rate than what was entered. No tubing/syringe leaks noted, the pump was set correctly. No patient harm was noted and the pump, tubing was immediately replaced.====================== health professional's impression======================pump possibly independently delivered a higher does than what is what programed to do.====================== manufacturer response for pca pain pump/syringe, lifecare pca 3======================manufacture is working with us to determine nature of the issue within the pump. They have been very repsonsive and are assisting our biomed department with the pca pump memory downloading to review the course of events through data evaluation